Event description:
It was reported that the customer's pump screen was dark and would not turn on, with further discovery indicating a red blinking led and vibrations every few minutes. The customer initially declined to answer whether their blood glucose level exceeded 500 mg/dl and later confirmed using multiple daily injections for backup insulin delivery. The customer eventually changed their mind and requested a replacement pump, which was sent after troubleshooting. They were instructed to return the faulty pump and informed about the steps needed for the new pump, maintaining their insulin therapy without interruption.